Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 6 failed to open and preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from a other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to the magnet missing from latch. The field service engineer replaced the inseparable latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 6 failed to open and preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from a other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to the magnet missing from latch. The field service engineer replaced the insep latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.